Manufacturer narrative:
Pump received with blank display and constant loud pitch tone due to moisture damage on electronic assembly. Moisture damage was found on motor assembly. Failure analysis was unable to verify for display and frozen screen anomaly due to blank display. Pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that they received loud pitch tone from the insulin pump. Customer also reported the insulin pump appeared to frozen and unresponsive to button presses. Customer also reported a blank display after changing their battery. Customer stated they did not drop, bump, or expose their insulin pump to moisture. The customer's battery compartment and contacts on their battery cap were also not damaged or corroded. Troubleshooting was unable to recover the customer's display by inserting a new battery. Customer's blood glucose was unknown. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.